Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/09/2015 with the following findings: call service (B)(4) alarms observed in the black box and alarm history. The pump powers on properly with no alarms. Pump failed to recognize the cartridge during the load step. Unable to perform steps 21 and 22 due to inability to load cartridge. A force sensor calibration test revealed the sensor is not detecting correct force at 5 lbs. Pump opened and moisture damage found inside force sensor housing. The resistance on force sensor measured and found to be out of specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.